Event description:
It was reported that the patient was feeling a tingling feeling like a current feeling at the level of the ipg when switched on. Additional information reported that the rep would be meeting with the patient on (B)(6) 2014.

Manufacturer narrative:
(B)(4).